Event description:
It was reported that during a lumber 2-3 decompression and lumbar 2-5 fixation surgery it was observed that the motor device was "not working" and sounded "like an air leak." As a result, there was a ten minute delay in surgery. A spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose and the device had low power. It was determined that the hole in the hose contributed and/or caused the device to have low power. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to misuse by allowing the hose to come into contact with a sharp object that punctured the hose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.